Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value in range of 400 mg/dl to 500 mg/dl. Customer's current blood glucose value was 62 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as abdominal pain and urinary tract infections. The customer was treated with manual injection and insulin pump for high blood glucose levels. Customer alleged that the insulin pump was under delivering. The insulin pump passes the displacement test and high pressure test. Troubleshooting was performed and the product is not expected to be returned for analysis.